Event description:
Patient presented for a gyn brachytherapy procedure (insertion of device), followed by brachytherapy treatment. While inserting the tandem the device broke inside the patient. The physician was able to remove both the distal and proximal ends. The procedure and treatment were cancelled and rescheduled.